Manufacturer narrative:
No injury reported. Device returned. Complaint condition confirmed, ballon material had separated from device.

Event description:
"Balloon leaking, both balloons had problems".